Event description:
Plaintiff reports initial bilateral implantation 10/1/79. Plaintiff alleges "damages" and refers to master complaint filed in in re: coordinated breast implant litigation, jccp 2754.

Manufacturer narrative:
H3: received per litigation. No customer contact allowed.